Event description:
The primary mom / tha surgery with s-rom was conducted on (B)(6) 2010. On (B)(6) 2014, the revision surgery was conducted due to armd was suspected. The necrosed tissue was found around hip joint. The liner was replaced by marathon poly liner and metal head was replaced by ceramic head. There were no surgical delay.

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The returned parts were transferred to applied research for analysis. The lab report and parts were reviewed by bioengineering and a report was received stating that based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the finding of review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.